Manufacturer narrative:
The pump was not received stuck in manufacturing mode. There was a pump error alarm found in the pump history due to software error. The pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error on insulin pump. The customer's blood glucose was 7.9 mmol/l. The product was returned for analysis.